Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power/battery life issue. The reporter stated that there had been recurring "replace battery" alarms after having inserted a new battery from different packs. The reporter denied damage to the battery compartment and confirmed that the battery type setting was correct. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/23/2014 with the following findings: the pump powered on with the returned battery cap that was able to fully tighten and a power loss was not observed. The battery compartment was intact and there was evidence of moisture contamination on the underside of the battery cap. The current draws were within specifications and the pump passed a leak test. The pump case was removed per routine and there was no evidence of additional moisture contamination inside the pump. The battery terminal contacts and the 5 volt motor regulator were inspected and there was no evidence of intermittent contact. There were no related alarms observed in the black box however multiple replace battery alarms were observed in the black box with evidence of partially discharged batteries being installed on 02/09/2014. Unrelated to the initial complaint, the display was observed to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.